Manufacturer narrative:
H.11 cockpit log file provided and analyzed. The investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the operating system to reset the applications to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the cockpit screen of an essenz console went grey, black, and automatically rebooted to the home screen during procedure. In detail, when the bypass timer was tapped to stop the time by the perfusionist, the timer continued. This occurred around 12:26 pm. The area pause button was tapped about 3 times and the timer continued. When the volume was giving to the patient by the perfusionist while off bypass, the flow reading did not adjust to the increase in flow when he turned the knob to the right. The arterial line was clamped and the arterial knob was moved about 1/8-1/4th of an inch to the right and to the left. The flow reading did not move. Them other areas were tapped but the screen of the cockpit was frozen and then shutdown. Last case was then tapped and it went back to the last case showing patient's height and weight. The perfusionist was pumping volume from the circuit to an empty bag and the flow reading was about 3.55 l/min after reboot. The perfusionist ran the case in flow mode during bypass. There was no patient injury.